Event description:
The patient was experiencing a rapid intermittent noise which caused headaches. Analysis of the device revealed a device malfunction. Explantation/reimplantation surgery was performed in 2003.